Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, percutaneous rfa treatment was performed under echo. After puncturing, in order to keep the position of the needle from shifting, a metallic forceps was used to grasp the needle. The device was activated with the metal forceps directly touching the skin. The radiofrequency ablation (rfa) procedure was completed as usual, but after the procedure, there was burn injury on the punctured skin.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the insulation on the needle was damaged, exposing the bare needle shaft. The radiofrequency ablation (rfa) procedure was completed as usual, but after the procedure, there was burn injury on the punctured skin. The reported condition was confirmed. The investigation of the found damage in the clear insulation. The damage was most likely caused by the metallic forceps reportedly used to hold the needle in place during use. The needle failed hipot testing. The investigation identified the root cause of the reported event to be the needle contacting the metallic forceps. The customer is advised to not clamp onto the needle shaft with metallic forceps. This will damage the insulation and cause the forceps to be energized or activated. If information is provided in the future, a supplemental report will be issued.